Event description:
At about 2 months from the primary, the patient came in due to dislocation of the glenosphere and the liner and the cause is unknown. The surgeon revised the liner to a semi-constrained liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 december 2025. Reverse shoulder system 04.01.0123 humeral reverse hc liner d 39/+3mm (k170452) lot 2504649: (B)(4) items manufactured and released on 20-may-2025. Expiration date: 06-may-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0208 lat. Glenosphere 39xd 24.5 (k193175) lot 2500234: (B)(4) items manufactured and released on 14-apr-2025. Expiration date: 26-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs departement approximately two months after the primary procedure, the patient presented with joint dislocation. The cause of the event could not be determined. The surgeon revised the liner to a semi-constrained liner. The reported event is consistent with insufficient re-establishment of appropriate soft tissue tension following surgery. Based on the available information, no further conclusions can be drawn. Root cause: although a precise root cause cannot be established, these events are generally related to insufficient re-establishment of soft tissue tension after surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any manufacturing-related issue.